Event description:
It was reported that the patient¿s ilet displayed an alert to restart and subsequently became unresponsive. The device later shut off and could not be powered back on despite attempted troubleshooting and wireless charging, indicating a hardware and screen unresponsiveness issue. Symptoms included no device display or responsiveness. Outcomes included transition to backup therapy and replacement of the device. Investigation included customer interview, troubleshooting guidance, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.